Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient's husband reported that after his wife had an intraocular lens (iol) implanted, she cannot see out of implant and is very light sensitive. The patient needs to wear sunglasses and has to wear a hat. Additional information has been requested.